Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained on a vitros 5600 integrated chemistry system when compared to na+ results obtained using a non-vitros method. The assignable cause of this event could not be determined. A vitros na+ reagent issue, instrument issue, or pre-analytical sample handling issue cannot be ruled out as potentially contributing factors.

Event description:
A customer obtained higher than expected vitros na+ results from two patient samples on a vitros 5600 integrated chemistry system compared to na+ results obtained using a non-vitros method. Vitros na+ result of 139 mmol/l versus a non-vitros na+ result of 126 mmol/l. Vitros na+ result of 136 mmol/l versus a non-vitros na+ result of 129 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros na+ results were not reported outside of the laboratory. There were no reported allegations of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).